Manufacturer narrative:
The device has been returned and evaluated by product analysis on 03/14/2014 with the following findings: evaluation revealed that the battery cap had damaged threads and the cap was difficult to remove from the pump. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the battery cap threads were damaged and the cap was difficult to remove from the pump. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 03/14/2014.